Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive issue on (B)(6) 2026. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.